Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. It was reported that the mesh was bunched in the anterior compartment and dyspareunia occurred. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.